Event description:
Additional information received that, the event was occured during pre-op and the procedure was completed with another device. There was no patient involvement.

Manufacturer narrative:
H3: product analysis stated could not verify error code message. There was a broken cable connector on the eic board. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Analysis of product ID: nim4cpb1, serial/lot #: (B)(6) stated no abnormalities were found in device. 2. Analysis of product ID: nim4cpb1, serial/lot #: (B)(6) / not known stated no abnormalities were found in device. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Additional codes imf f24, img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was software error and it was forcing to shutdown. There was no known patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6 : applicable codes are fdm b21, fdr c21, fdc d16 and additional codes img g02005. 2. Product ID: nim4cpb1, serial/lot #: (B)(6)/not known, UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6 : applicable codes are fdm b21, fdr c21, fdc d16 and additional codes img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.